Manufacturer narrative:
Correction: this submission of the MFR 2937457-2024-00382 was launched in error.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the 2008t machine blood pump rotor tubing guide roller came loose during the patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines resulting in a blood leak. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention. Treatment was paused and the rotor was replaced to resolve the reported issue. The patient was restarted and treatment successfully completed on the same machine with new supplies. The machine has approximately 8,144 operating hours and it was confirmed the part was original to the machine. The sample is available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the 2008t machine blood pump rotor tubing guide roller came loose during the patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines resulting in a blood leak. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention. Treatment was paused and the rotor was replaced to resolve the reported issue. The patient was restarted and treatment successfully completed on the same machine with new supplies. The machine has approximately 8,144 operating hours and it was confirmed the part was original to the machine. The sample is available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The returned rotor has a loose and deformed sleeve (guide sheave) on one of the rear guide pins. The gin pin has signs of debris. The rotor assembly has missing magnets. The magnets were installed onto the rotor assembly for testing. The returned rotor was installed onto the blood pump module of a test machine. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective rear sleeve stayed on the guide pin throughout the test. The reported issue is not confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the 2008t machine blood pump rotor tubing guide roller came loose during the patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines resulting in a blood leak. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention. Treatment was paused and the rotor was replaced to resolve the reported issue. The patient was restarted and treatment successfully completed on the same machine with new supplies. The machine has approximately 8,144 operating hours and it was confirmed the part was original to the machine. The sample is available to be returned to the manufacturer for physical evaluation. No additional information was provided.